Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the battery failure warning was a one-off and had not reappeared. The lost c#3 setting (the patient clarified the number 3 itself was gone and would not reappear for them) reappeared when the manufacturer representative reprogrammed the c#3. The intensity up/down box was working.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient says that they have programs a, b, and c, and program 3 has disappeared completely. They said this started happening maybe a month ago or so. Patient tried to recharge implanted neurostimulators and it took about an hour and nothing happened, and it said device faulty but they plugged in and it charged. Patient says that sometimes if they turn stim off, it says stimulation is off, but there is still some stimulation unless they go back and find the program and turn it off. Patient mentioned that if their leg is irritated, it sends out a pulse almost like the stimulator does. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.